Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarms due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery was not more than week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.